Event description:
Three hospital employees were trying to raise the cot. Reportedly, there were two people at one end and one individual at the other end. The end with two people raising it went up but allegedly the end with only one individual did not raise. Reportedly the one individual was bearing the full weight of the cot and the incubator. There was no pt injury but allegedly, one hospital employee sustained a muscle related back injury that required medical intervention.